Event description:
It was reported to covidien that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter came out of the pt gradually over the period from (B)(6) 2009 when the cuff began to show, to when it came out on (B)(6) 2010. The catheter was initially inserted on (B)(6)2008. Diabetic. Another catheter was inserted.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.